Manufacturer narrative:
Device evaluation of monitor sn (B)(4 )has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging the pulse wire solder connection in the dn and damaging gel fire wires in the cable. The root cause for the strained cable was excessive force. Monitor mfg. Date: 02/12/2016 and electrode belt mfg. Date: 01/30/2015. There is no indication that the device malfunction caused or contributed to the patient passing. The device was able to monitor the patient and deliver a treatment shock after entering the detection sequence.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. Prior to passing, the patient received an inappropriate treatment from the lifevest. The patient was reportedly in a nursing facility at the beginning of the event and was taken to the hospital where he passed away. At 1:03:32 am, the lifevest detected an arrhythmia. The patient's ECG shows asystole with CPR artifact. A non-treatable rhythm was declared at 1:05:17 am. Asystole with CPR artifact is seen at 1:06:00 am. From 1:06:31 to 1:13:48, severe bradycardia at 10 bpm with CPR artifact is seen on the patient's ECG. At 1:14:41 am, an arrhythmia was detected. The patient's ECG shows asystole with intermittent cardiac activity and motion artifact. The patient received a treatment at 1:15:30 am. The patient's rhythm at the time of the treatment was asystole, and the post-shock rhythm was also asystole. The device was shutdown at 1:15:40 am. The response buttons were not pressed during the event. Oversensing of low-amplitude cardiac signal, CPR artifact, and motion artifact contributed to the false detection. There is no indication that the lifevest caused or contributed to the patient's death as the patient was in a non-life-sustaining rhythm prior to the treatment. During evaluation of the patient's equipment, the electrode belt failed incoming functional testing.

Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. Prior to passing, the patient received an inappropriate treatment from the lifevest. The patient was reportedly in a nursing facility at the beginning of the event and was taken to the hospital where he passed away. At 1:03:32 am, the lifevest detected an arrhythmia. The patient's ECG shows asystole with CPR artifact. A non-treatable rhythm was declared at 1:05:17 am. Asystole with CPR artifact is seen at 1:06:00 am. From 1:06:31 to 1:13:48, severe bradycardia at 10 bpm with CPR artifact is seen on the patient's ECG. At 1:14:41 am, an arrhythmia was detected. The patient's ECG shows asystole with intermittent cardiac activity and motion artifact. The patient received a treatment at 1:15:30 am. The patient's rhythm at the time of the treatment was asystole, and the post-shock rhythm was also asystole. The device was shutdown at 1:15:40 am. The response buttons were not pressed during the event. Oversensing of low-amplitude cardiac signal, CPR artifact, and motion artifact contributed to the false detection. There is no indication that the lifevest caused or contributed to the patient's death as the patient was in a non-life-sustaining rhythm prior to the treatment.